Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced difficult operation or not working/functioning, and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320550, batch no. 9029775. Verbatim: consumer reported needle clog during injection, stated that it works during priming but does not depress completely during injection. Lot #: 9029775. Product #: 320550. Exp: 01-31-2024. Occurrence date unknown.

Manufacturer narrative:
H.6. Investigation summary: customer returned seven (7) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during injection, stated that it works during priming but does not depress completely during injection. All seven returned pen needles were examined, and it was observed that four of the pen needles exhibited bent non-patient end (npe) cannula. The three pen needles with straight npe cannula were tested for flow using a test pen injector: all three of these pen needles were able to expel properly, and no issues were observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all seven pen needles were returned after use, and no evidence of manufacturing defect was observed, the probable cause of the bent npe cannula is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced difficult operation or not working/functioning, and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320550, batch no. 9029775. Verbatim: consumer reported needle clog during injection, stated that it works during priming but does not depress completely during injection. Lot # 9029775, product # 320550, exp 01-31-2024, occurrence date unknown.